Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: replace battery alarms were observed in the pump's alarm history. Evidence of short battery life was observed in the pump's black box. High current draws were observed during testing. Moisture was observed in the display area. The pump case was cracked near the corner of the display. Moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.